Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a female patient noted as high-risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the removal of the impella cp and closure system using the proproglide/angioseal8f resulted in subtotal stenosis of the common femoral artery.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.